Event description:
It was reported that there was metal poking through the patient¿s skin at the lead site. Additional information received reported that the patient was having surgery on the day of this report to have a portion of her leads removed. It was stated that the leads had eroded through the patient¿s skin. It was noted that there had been a plan to put the patient on antibiotics for a ¿period of time¿ and then replaced the leads at a later date. It was further noted that the lead replacement date had not been specified.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Follow up information received reported that the explanted portions of the leads were not returned to the manufacturer per the physician. The patient was reported as doing fine. If additional information is received, a follow up report will be sent.